Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system on 9/5/96. One year later on 9/10/97, she sought medical attention for an infection at the ear piercing site.